Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "implant rupture". Device has been explanted. This record is for an unknown side.

Event description:
Patient representative reported " implant rupture". Device has been explanted. This record is for an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, g.2, h.6.